Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise and low r-wave amplitudes resulting in two stored untreated episodes. The device also stored one smartpass episode due to the low amplitudes. The patient was then hospitalized. Device data was sent to technical services (ts) for review. Data review determined there was high amplitude noise, wandering baseline and a variable intrinsic rhythm that was difficult to distinguish. Ts then recommended further testing to try to reproduce the observed noise, variable amplitudes, and an x-ray to confirm the electrode is fully inserted in the header. The observations were unable to be reproduced in the hospital. The patient did report his kid has jumped on his device pocket, which may have contributed to the stored episodes. This system remains in service. No adverse patient effects were reported.